Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the meds were being charted, but no pulls were shown on the server. A technical support specialist (tss) explained that the extract, transform, load (etl) job had been running before the server reboot. The tss stopped and disabled the necessary services, then stopped and disabled the extract, transform, load job. The tss rebooted the servers and waited for them to come back online. The tss also waited for the patching team to validate the applied patches before restarting any services. After validation, the tss restarted the structured query language (sql) server agent in the report server, enabled and restarted the extract, transform, load job, and ensured that the devices were resubscribed on the servers. The tss confirmed that messages from the care and communication engine (cce) were processing successfully, the interface connection status showed no issues, the interface heartbeat was current, and the extract, transform, load process remained active and up to date. The tss informed the customer that the case would remain open for twenty-four hours and would be closed if no further issues were reported. The tss proceeded to close the case after the twenty-four-hour monitoring period. The system functioned after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, nurse charting controlled substance but record of them being pulled on our reports from pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.